Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited intermittent oversensing. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The leads remains in use. No further patient complications have been reported as a result of this event.